Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device indicates that it is operating in battery mode when it is plugged in to ac power. There was no patient harm reported.